Event description:
It was reported that the procedure was to treat a bifurcation of the right coronary artery (rca) and the high left ventricle branch. There was no tortuosity or calcification present in the vessel. Predilatation was performed with a 2.25x15 mm trek balloon at 12 atmospheres (atm) for 11 seconds (sec) and 12 atm for 13 sec. The rca was stented with a 2.75x32 mm non-abbott stent successfully. The voyager nc balloon was advanced, without resistance felt, for post-dilatation; however, the balloon would not inflate. After retraction of the balloon catheter a small hole was observed in the shaft. A 2.75x15 mm non-abbott balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: whisper; stent: promus element 2.75 x 32 mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported leak and pinhole was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.